Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that hypotension occurred. It was reported that during a pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. It was noted that the patient blood pressure dropped prior to getting transeptal access. The patient was treated with vasopressors and blood pressure back to normal after extubating. The patient was admitted to intensive care unit for observation and is expected to fully recover. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the hypotension is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the nrg transseptal needle device confirmed that the events of hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the nrg transseptal needle device is acceptable. Investigation conclusion: based on the information provided, the reported event of hypotension is a known inherent risk of the nrg transseptal needle device. Hypotension is an expected procedural complication addressed within the IFU for the nrg transseptal needle. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that hypotension occurred. It was reported that during a pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. It was noted that the patient blood pressure dropped prior to getting transeptal access. The patient was treated with vasopressors and blood pressure back to normal after extubating. The patient was admitted to intensive care unit for observation and is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that the nrg was inside the body when hypotension was noted. No difficulty during transseptal was noted. The procedure was resumed after it was treated. Act was over 300-350. In the physician opinion, the device did not contribute to patient complication. The patient was discharged next day with no issues.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that hypotension occurred. It was reported that during a pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. It was noted that the patient blood pressure dropped prior to getting transeptal access. The patient was treated with vasopressors and blood pressure back to normal after extubating. The patient was admitted to intensive care unit for observation and is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that the nrg was inside the body when hypotension was noted. No difficulty during transseptal was noted. The procedure was resumed after it was treated. Act was over 300-350. In the physician opinion, the device did not contribute to patient complication. The patient was discharged next day with no issues.